Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist learned that the patient sample was fibrinous, and the customer discovered a clot on the side of the sample tube. The corrected result had been obtained on the same instrument, and matched the rerun result from an alternate instrument. The issue was isolated to this sample, and the tsc specialist did not discover an instrument malfunction. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was rerun once on the same instrument and once on an alternate instrument, and the rerun results matched. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.